Manufacturer narrative:
Section f:10 code 1539 labeled. The identity of the device involved in the reported event was unknown. However, a physio-control evaluation of the unknown device code summary critical event record and cassette tape recording was completed. This evaluation concluded that the device functioned appropriately at the time of the reported event.

Event description:
The device analyzed and delivered a shock to a patient with a non-shockable arrhythmia.